Event description:
A materials mgr reported the right side buttons of the footswitch were not working during surgery. The footswitch was exchanged and the case was completed with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).